Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
"It was reported that the patient went into torsades de pointes and ventricular fibrillation during ablation on the right pulmonary veins. The patient was defibrillated twice and returned to normal sinus rhythm. During ablation of the left pulmonary veins the patient also went into torsades de pointes and ventricular fibrillation and was defibrillated twice. The patient returned to normal sinus rhythm and was stable. A left heart cath was performed and found to be normal. The patient was stable and was held for observation according to hospital protocols. Bwi equipment in use: thermocool sf catheter: d134302 (lot # 16044550l) lasso nav eco catheter: d134302 (iot #16078635l) acunav catheter: 08255790 (lot # 0215an027356) reprocessed webster cs carto 3 sn: (B)(4). Stockert sn: (B)(4) coolflow pump sn: (B)(4). Reported by (B)(6).

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00193) submitted in 2016 did not go through correctly. The type of report section g7 was miskenly marked as "initial", instead of follow-up#1. This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event. Corrections made to following sections: d9, g1, g3, g7, h3, h6, h10.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00193) submitted in 2016 did not go through correctly.

Manufacturer narrative:
This supplemental report is being submitted to correct the common device name and device procode (see section d2), correct the spelling of manufacturer city (see section d3), correct the spelling of the manufacturer's city (see section g2), update the report source (see section g3), provide the PMA/510(k) information (see section g5), and provide the manufacturer's device evaluation. The device referenced in this report was returned for evaluation. The device was visually inspected and no physical damage was observed. An acoustic test was performed and the device passed.